Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: one (1) photo provided shows catheter missing, not locked in place. Received one (1) used epidural catheter system; as returned, no catheter was returned, the filter and epifuse were returned, no physical damage or other anomalies observed. Unable to confirm the complaint of catheter disconnected without the return of the catheter. A device history record review could not be performed as the lot number was unknown.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that epidural catheter system became disconnected inside room on labour ward. Plastic epidural catheter tubing had become dislodged from yellow securing device. There were patient involvement and no adverse harm reported.